Manufacturer narrative:
Per tandem user guide: "the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin with the t:slim pump. Humalog® and novolog® have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog® was tested for up to 48 hours as labeled, novolog® was tested for up to 72 hours." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with an elevated blood glucose (bg) level of 528 mg/dl. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. The customer was released on (B)(6) 2024 with the issue resolved and no permanent damage. It was reported that a cartridge alarm occurred during the load sequence. Reportedly, the customer used the cartridge and insulin beyond labeling. Tandem technical support educated customer regarding cartridge/insulin labeling. The customer continued to use the pump for insulin therapy.